Event description:
It was reported that while using bd synapsys¿ a culture reading workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that you can not see a culture level comment in reading, you can only see it in mwc and culture inoculation."

Manufacturer narrative:
After additional review, this MFR report #1119779-2022-00208 was submitted in error. This is not a product complaint. This is a customer workflow error. This MDR should be considered canceled.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ a culture reading workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that you can not see a culture level comment in reading, you can only see it in mwc and culture inoculation."